Event description:
The patient underwent an uncomplicated thermal balloon ablation. Three months post operative, the patient developed haematurita during the time of her period. A vesicouterine fisula had occurred. There was no blood flow through the vagina. It is likely that intervention will be required.